Manufacturer narrative:
A sample was not received for verification, and no visual evidence was provided, therefore, a root cause for the customer complaint issue that might be related to manufacturing conditions cannot be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the consumer had burns to the eye, corneal ulcer, chemical burn and she no longer sees her eye. Upon follow up received on (B)(6) 2023, the consumer stated that on (B)(6) 2023, consumer opened the blister pack for left eye and placed it on the eye, and felt a sharp burn on left eye, there was no burn on the right eye. The consumer has opened another set of lenses and put both lenses in a cleaning product to rinse them and try them again later. The next day, on (B)(6) 2023, consumer tried again the 2 lenses opened the day before and properly stored in new product and experienced same sharp burn on the left eye, hence removed the lens after a few minutes to stop the pain. Several hours later, consumer was still in severe pain and with a very reduced visual acuity, the consumer visited to the emergency room in. And it was diagnosed as a chemical burn of the cornea, with shape of the lens on the cornea drawing an ulcer of the size of the lens. Antibiotic ointment and eye drops were prescribed along with permanently discontinued lens wear / use of lens care solution to the consumer with reinforced vigilance against a possible infection and follow-up appointment was scheduled for (B)(6) 2023. The consumer stated that since (B)(6) 2023, she can't see out of left eye, can't drive, can't work, and unable to do routine activity. It was reported that the consumer has been wearing contact lens from past ten years. And the optician who has delivered the incriminated lens to the consumer is the trial lens of the month of september, which for us was an inconclusive trial for acuity. She was therefore not supposed to wear the remaining samples in (B)(6) 2023. It was reported that the consumer is pregnant and cannot benefit from certain treatments and painkillers prescribed. Following the appointment at the hospital in on (B)(6) 2023, the ulcer is still present and healing slowly. Another treatment was prescribed, along with follow-up appointment scheduled at the hospital on (B)(6) 2023. Additional information has been requested but not yet received.

Event description:
Additional information received on 10may2023 and 11may2023, the consumer followed up on the previous reported adverse reaction regarding the lens. The consumer explained that the lens burned her cornea, she was blind for one month and was on unspecified medication. The consumer also informed that she suffered from significant dry eye which lasted for 6 months to 1 year. The consumer has again followed up and additional information received in 17may2023, the consumer informed that consumer was doing tests with the optician, on 2 different corrections, left eye with or without astigmatism correction. Consumer stated that I have recovered my visual acuity after more than a month of suffering and poor vision, still has discomfort in my left eye, dry eyes and strong sensitivity to light. Medical reports were provided, on (B)(6) 2023, the consumer has emergency consultation for red and painful left eye with visual acuity decrease, consumer has worn a trial lens this morning on the left eye, burned for 15 minutes and removed the lens, but the burns have persisted since. Examination of the anterior segment of the left eye shows a clean-bottomed pan-corneal ulcer, fluo, a calm and shaped anterior chamber, a clear lens, no seidel and no sign of infection. The diagnosis was provided as pan-corneal ulcer under the left eye lens. Consumer was instructed to stop wearing the lens, and treatment included rifamycin ointment and hexamidine di-isethionate. On (B)(6) 2023, prescription included rifamycin ointment three applications per day in the left eye for seven days, hexamidine di-isethionate one drop four times a day, left eye, for seven days, carboxymethylcellulose sodium eyedrops 1 drop eight times a day in the left eye, for seven days. On (B)(6) 2023, prescription included was tobramycin eyedrops one drop in the left eye for five days, carboxymethylcellulose sodium eyedrops one drop eight times a day on the left eye for five days, vitamin a, retinol palmitate, one application at night for five days, steristrip for left eye occlusive dressing twenty-four hours a day, until the next ophthalmologic control along with ocular compresses for left eye occlusive dressing, twenty-four hours a day until the next ophthalmologic control. Medical report of (B)(6) 2023 states functional signs are little better, but pain in the left eye and photophobia persist, examination of the anterior segment of the left eye shows a 1x2.5mm clean-bottomed ulcer, fluo +, a calm and shaped anterior chamber, a clear lens, no seidel and no sign of infection, which is concluded as good evolution under carboxymethylcellulose sodium eyedrops, tobramycin, vitamin a, retinol palmitate, and occlusion at night, continuation of the same treatment was recommended and control on (B)(6) 2023. Medical report of (B)(6) 2023 states functional signs of clear improvement, no pain, better vision and photosensitivity persists. The ophthalmic examination shows a visual acuity of 6/10th of the left eye with a complete healing of the corneal ulcer, fluo negative. In total, complete healing, but persistence of a decrease in visual acuity. Continuation of the treatment was recommended, and control in 2 weeks. Prescription of (B)(6) 2023, included carboxymethylcellulose sodium eyedrops, vitamin a, retinol palmitate with wound closure strip. Medical report of (B)(6) 2023 states functional signs, functional improvement, no pain, the ophthalmic examination shows a visual acuity of 12/10th of the left eye with a complete healing of the corneal ulcer, fluo negative, no clear cicatricial corneal opacity visualized. Continuation of the treatment and stop of occlusive dressing, control in one month for optical correction. Prescription on (B)(6) 2023, included sodium hyaluronate eyedrops, one drop five times a day, for a month and white soft paraffin (petrolatum) night ointment, one application at night for three weeks for dry eye treatment was prescribed. Medical report of (B)(6) 2023 states, functional signs were persistent discomfort on the left eye. The ophthalmic examination shows a visual acuity of 12/10th of the left eye with a complete healing of the corneal ulcer, fluo negative, no clear cicatricial corneal opacity visualized, good evolution, prescription of optical correction and continuation of artificial tears were suggested. Prescription on (B)(6) 2023 included 1 pair of glasses with frames, right eye: 0.00 (-1.25 to 100°) left eye: -1.75 (-0.50 at 110°). The current status of consumer¿s eye was resolved, and she has regained full visual acuity in her left eye at the time of this report. As per the information reported consumer strongly thinks first lot was used on the day of the incident and also consumer states that could have possibly used lot second lot in case of confusion the day of incident, but this was very unlikely. As there is no clarity on the actual lot caused the issue and we cannot leave the lot information received. We are submitting regulatory records for both the lots at the time of this report.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. Visual evidence was provided, a retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).